Manufacturer narrative:
Device is not being returned for evaluation as it remains in the patient. Therefore, no conclusion could be made for the reported incident.

Event description:
The head of a twinfix 2.8mm anchor remained about 0.5mm proud after completion of surgery. The intern indicated to the sales rep that during the bankart surgery, x-rays were examined post-operatively which showed the anchor properly seated in the patient's bone. The patient complained of pain 6 months post-operatively and was brought back for evaluation. During the evaluation, the glenoid was found to be damaged and anchor had also migrated out of the patient's bone. Sales rep. Did not have any information regarding the patient's current condition or if the patient was going to have or need additional surgery.